Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical case the machine turned off and back on. Upon reboot the screen froze and the fan made a loud noise. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but could not replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on october 11, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).